Manufacturer narrative:
The investigation into the purge leak ¿ pump) issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the purge leak - pump issue was not determined since product was not returned for investigation and insufficient clinical information was provided. Section: cleaning- ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 49-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The user facility reported that while an impella 5.5 pump was in use a purge leak developed at the red hub. There was no patient harm reported.